Event description:
The pt underwent a mitral valve repair and left atrial ablation. After an uneventful postoperataive course the pt was discharged. At home pt experienced a sudden onset of pain in their back. The pt was admitted to a minor hosp and developed high temperatures (41 degerees c). Antibiotic therapy was started, since an endocarditis was suspected. Pt condition deteriorated and the pt experienced a stroke with a left side hemiplegia. Pt was then transferred to the cardiology department at hosp in 2002. Upon admission pt had insufficeint respiration, upon intubation the pt had ventricular fibrillation. After forty five minutes of CPR the pt died. The postmortem confirmed hypothesis of an esophageal perforation.